Manufacturer narrative:
Date rec¿d by MFR : 10jul019, date of report : 07aug2019. The customer confirmed the reported power up issue. The customer reported that replacing the power management board corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The caller reported that the unit will not power up if the battery is connected. There was no patient involvement.